Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose and was hospitalized. Customer's blood glucose was 500mg/dl; current blood glucose was 110mg/dl. Advised customer to call back to provide hospital details and to troubleshoot for high blood glucose.